Event description:
Pt was taken to radiology special procedure suite for removal of a fractured port catheter in the right atrium & right ventricle. Access was obtained in the left common femoral vein. A pigtail catheter with a glidewire was used to loop around fractured catheter fragment. It was snared & removed.